Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that there was blood on site. The customer mentioned a serter anomaly. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the high blood glucose was due to a bent cannula. The customer declined to troubleshoot for the high blood glucose and blood on site. The insulin pump will not be returned for analysis.